Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD; implanted: (B)(6) 2011, (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the implantable cardioverter defibrillator (ICD)&#513;d early battery depletion. Both the rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.